Event description:
It was reported that the patient underwent an ams inflatable penile prosthesis (ipp) revision and replacement surgery due the patient felt that the pump was autoinflating. Only the pump was replaced. There were no patient complications reported in relation to this event. The patient is expected to fully recover.